Event description:
It was reported that the touchscreen was found unresponsive when attempted to adjust the ventilator parameters. The ventilator was replaced. There was no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the touchscreen was found unresponsive when attempted to adjust the ventilator parameters. The ventilator was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service who could confirm the reported event. The touch screen was found to be unresponsive. The touch screen was replaced, and the device was tested and confirmed to be operating as per manufacturer¿s specification. The replaced touch screen was provided for further investigation at the manufacturer¿s site. The replaced part was tested in a laboratory device and the touch screen was found to be fully functional. The root cause for the unresponsive touch screen could not be determined. However, examination of the part revealed residues and rust. An external contamination or influence of a liquid could not be excluded. In case of a failure of the touch screen the ventilation mode and ventilation parameters cannot be changed. An ongoing ventilation would not be affected by a failure of the touch screen and continues with the current parameters. Alarms and ventilation curves will be displayed by the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.